Event description:
Customer¿s blood glucose (bg) level was "high"; however a specific value was not provided. No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.